Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose value was unknown. The customer also reported that the insulin pump failed battery test and no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device received with normal operating currents. Device was monitored and no unexpected low battery alarm, failed battery test or failed battery alarm noted. No excessive no delivery alarm and no unexpected e or a alarm noted during testing. (B)(4).